Event description:
The user facility reported that during a dental procedure the tip of the probe broke in patient's mouth and the patient might have swallowed it. A radiograph was taken to locate the tip and they found no evidence of the tip. Patient declined any further medical intervention.

Manufacturer narrative:
The device subject of the reported event was returned to hu-friedy for evaluation. The probe tip was likely subjected to excessive force during use, leading to the breakage of the point. This indicates a use-related failure mechanism. The device history record for the subject lot was reviewed. Return rates and complaint rates are low, no further action will be taken.